Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport slim implantable port, one catheter and one cath lock were returned for evaluation. Visual, microscopic, tactile, functional and dimensional evaluation were performed. The catheter measured approximately 17.6cm in length. A complete circumferential break was noted on the proximal end of the catheter returned. The proximal catheter segment was not returned. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven. The surface was noted to be granular throughout. Functional test related to disconnection could not be performed as proximal catheter segment was not returned. Therefore, the investigation is confirmed for the reported suction issue, difficult to flush, fluid leak and identified fracture, material separation issues. However, the investigation is inconclusive for disconnection problem and migration issue as proximal catheter segment was not returned and the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, ID of cath lock was noted to be within the specification. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport slim. Post procedure on (B)(6) 2025, during infusion of chemotherapeutics some liquid leaked into tissue. After control under imaging, it was seen that the catheter wasn't connected to the port anymore. Catheter moved into right atrium but didn't any harm. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f; the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport slim. Post procedure on (B)(6) 2025, during infusion of chemotherapeutics some liquid leaked into tissue. After control under imaging, it was seen that the catheter wasn't connected to the port anymore. Catheter moved into right atrium but didn't any harm. The current status of the patient was unknown.